Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd microlance¿ needle had leakage at the needle hub when injecting. The following information was provided by the initial reporter: ¿ product is out between the syringe and the needle when patient injected the product. ¿

Event description:
It was reported that bd microlance¿ needle had leakage at the needle hub when injecting. The following information was provided by the initial reporter: ¿ product is out between the syringe and the needle when patient injected the product. ¿

Manufacturer narrative:
Investigation summary: DHR- all the production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's were found. No samples provided. We were unable to duplicate or reproduce the indicated failure mode because no sample has been provide neither pictures and review of DHR show no abnormalities during needles manufacturing, a definitive root cause related needle manufacturing process is not possible to determine. The leakage issue could probably be because of a defective luer dimensions or any damage in the syringe tip, but it could be also related with the handling of the product as some insufficient adjustment of the devices by the end user.